Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing difficulty charging the pump. When plugged into a power source, the pump did not recognize the power source and would not charge. Troubleshooting with tandem technical support, was performed the customer tried another ac power charger and the issue was resolved. There was no impact to the customer's blood glucose level.